Manufacturer narrative:
Submit date: 04/18/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer had an issue with a gauze sponge. The customer states the product has been shredding, leaving debris during laparoscopic cases.

Manufacturer narrative:
Submit date 7/18/2016. The device history record (DHR) for lot 15k188862 indicates that no issues were found in samples inspected from the lot. Eight unpackaged unbanded vistec sponges were received for evaluation. Paper lidding was also provided with the sample. All sponges received were not in the produced stage of fold. Two sponges were completely unfolded. Some lint was found during the visual examination when the product was shaken. The root cause for the linting is that when the gauze is slit into assigned widths, short fibers are created. A vacuum system connected to the slitting process should pull the fibers from the slits. Product is meant to be used folded. Unfolded product may provide additional fibers. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, visual inspection for contamination is performed during each inspection. The lot met all defined acceptance requirements and was released. A formal corrective and preventative action investigation was opened because of linting/short fibers, and is currently in open investigation. This information will be utilized for trending purposes to determine the need for additional corrective actions.